Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. During product analysis it was found a build-up of adhesive in the discharge tube, this build-up does not affect the operation of the device.

Event description:
It was reported that a crack in the flush line occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Before the patient entered the room, the catheter was handed off to the scrub technician. At this point, when attempting to flush the side port of the catheter, it was noticed that the inner part of the tubing appeared to be cracked. The catheter was able to be flushed but was replaced due to potential safety concerns. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a crack in the flush line occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Before the patient entered the room, the catheter was handed off to the scrub technician. At this point, when attempting to flush the side port of the catheter, it was noticed that the inner part of the tubing appeared to be cracked. The catheter was able to be flushed but was replaced due to potential safety concerns. The catheter is expected to be returned for analysis.